Event description:
It was reported the procedures were being performed in the anesthesia department. The catheters were placed into patient's radial arteries. A few of the physicians have experienced issues with the catheters leaking. As a result, they were exchanged over a wire for a new catheter which resolved the issue. There were no delays in treatment and no patient deaths or complications reported. The customer alleges this occurred several times but does not know how many and no further details are available.

Manufacturer narrative:
(B)(4). No samples are expected to be returned for evaluation.